Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-(B)(4)). This complaint was rec'd by (B)(4) on (B)(4) 2012 from coloplast mfg (B)(4) for product 2 way standard sil foley catheter size 14x10. Customer complaining: " impossibility to deflated the balloon."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation (B)(4)). Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.